Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:on investigation, the pump powered up to a dim and discolored verify screen. The bolus button cover was missing from the pump. The auditory and vibratory features were operational. No anomalies were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on (B)(6) 2015.